Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between june 26-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed leak at the connection between the device's distal luer and the luer connector (non-baxter). The reported condition was verified. The cause of the issue could not be determined; however, the probable cause may likely be related to the luer connector (non-baxter). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from the luer connector onto the patient's arm; the solution left "white, sugary-type marks" on the skin. This was observed during patient infusion via a catheter. A patency check was carried out and the tubing was re-secured. Three hours later, the patient indicated that the pump was leaking again. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.